Event description:
The device was implanted on 5/24/95, for infusion of fudr through the subclavian veins (note: infusion of fudr thru subclavian vein is not an indication for the MFR's intended use). On 8/13/96, the facility's pharmd contacted a MFR clinical specialist with concerns about accurate drug dosing via the device due to flow rate variations of this device. The facility's pharmd stated that following flow rate (fr) info: 6/19/96, fr=1.53ml/day, 7/29/96, 1.93 ml/day and on 8/12/96, fr=1.14 ml/day. The heparin concentration =80,000u/50ml. The facility's pharmd also stated that the refill person used the MFR's 22ga needle, but not the MFR's refill kit; however, the refill person and the equipment are consistent. The device sideport was checked for patency with a heparin/normal saline flush and no resistance was met during injection. The device sideport had not been previously accessed. No dye study to check catheter patency had been performed since the device was implanted. The MFR's clinical specialist recommended a dye study through the device sideport to rule out device catheter migration and consider use of a thrombolytic in the device sideport. The pharmd stated that there was no air in the device reservoir or changes in the pt's activities or elevation. The pt is doing well on the medication/treatment, and treatment would continue.